Event description:
A us distributor returned a patient's monitor was displaying a service code 102.

Manufacturer narrative:
Supplemental report 11/11/2021: device evaluation of monitor has been completed. The reported problem (code 102) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the service code 102 was isolated to contamination on the pins of pca jumper j1000. The root cause for the contamination was ingress of an unknown contaminant. No adverse event resulted from the damaged monitor. Device evaluation of monitor sn (B)(6) has been completed. The reported problem service code 102 has been confirmed. Upon investigation the monitor was displaying a service code 102, and failed incoming functional testing. The monitor has been sent to engineering for further investigation. A supplemental MDR will be sent upon completion of the root cause investigation by engineering. No adverse event resulted from the damaged monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem service code 102 has been confirmed. Upon investigation the monitor was displaying a service code 102, and failed incoming functional testing. The monitor has been sent to engineering for further investigation. A supplemental MDR will be sent upon completion of the root cause investigation by engineering. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor was displaying a service code 102.